Event description:
Customer claims use of sonic fusion dislodged her cap and is seeking reimbursement of repair. Customer was staying with relatives in (B)(6) when this happened (resides in (B)(6)) and had to go to a dentist she was unfamiliar with. She stated that she was not able to eat or drink anything for a week. Customer said the dentist almost would not see her because he did not categorize this as an emergency. Customer states defective cap has since been replaced and claims the dentist agreed that use of the flosser. Caused the cap to dislodge. Customer admits oral prosthetic is (B)(6).